Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The dentist reported that he had to remove the dental implant during its installation surgery because low primary stability achieved (10ncm) due to the fenestration that occurred. The patient presented insufficient bone quality/quantity (bone type iii), bone graft was executed and immediate implant was performed.